Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned to isi for evaluation. A follow-up MDR will be submitted if additional information is obtained. The system logs were reviewed for the ion system en0030 on the procedure date of (B)(6) 2021 by an isi senior failure analysis engineer: no relevant errors were observed during this procedure. A review of the site's complaint history was reviewed and no other complaints related to the product or the event were identified. No image or procedure video was provided for review. A review of the event information provided was conducted by an isi medical safety officer and the following was noted: according to the description of events above, the patient suffered from a hypoxic event while under general anesthesia during an ion procedure. The duration and depth of the hypoxic event are unknown. Moreover, the task that was being performed by the surgeon at the time the patient¿s hypoxic (low oxygen level) event occurred. The physician indicated that the hypoxic event was not caused by the ion system. However, the physician did indicate that he was using an anesthesia protocol that he received from another physician while attending an intuitive conference. Post procedure, the patient was extubated but then suffered a seizure while in recovery. The patient was re-intubated and placed on a ventilator. The patient passed away nine days after the initial procedure due to an anoxic brain injury. There is no indication of that the ion device failed, malfunctioned, was improper or inadequately designed or manufactured. Additionally, based upon the information in the description of events, there was a patient hypoxic event that occurred while the ion device was in use. It is unknown if the hypoxic event during the procedure is related to the post procedure seizure and subsequent respiratory failure. The patient¿s ability to tolerate general anesthesia and an interventional endoluminal procedure, such previous seizure history and pre-operative oxygenation status. The indications and patient status/condition that led to the post procedure extubation are also unknown. Additionally, the patient¿s condition prior to the post procedure seizure, such as hypoxia, is unknown. Furthermore, the patient¿s post reintubation ventilation and oxygen status are unknown. Based upon the information, there is not adequate information to determine the cause of the event. The patient underwent an ion procedure and experienced a hypoxic event intra-procedurally. Post-procedurally, the patient experienced a seizure and was intubated. The patient ultimately expired nine days after the ion procedure. This MDR is being submitted as part of a retrospective complaint review.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure the patient experienced a hypoxic brain injury. During the procedure, the physician noticed the patient had some cardiac rhythm changes and the anesthesia provider said the patient had a desaturation episode. The physician reported that the hypoxic episode was not directly related to the ion system, but the physician was following anesthesia protocols he received from a physician¿s presentation at an intuitive surgical inc. (Isi) conference. After the ion procedure, in the recovery room, the patient experienced a seizure and was admitted to neuro-critical care. The patient expired nine days after the ion procedure. An isi endoluminal territory associate (eta) contacted the physician of this case and additional information was obtained: the patient experienced only one hypoxic event and it was during the procedure. The patient was extubated after the procedure and was re-intubated in the recovery room following a seizure. The patient required ventilation after the procedure after being re-intubated. The patient's cause of death was an anoxic brain injury.

Manufacturer narrative:
On 09-aug-2022, an intuitive surgical, inc. (Isi) associate medical officer contacted the ion driving physician of the case and obtained the following additional information: the patient was diagnosed with leptomeningeal carcinomatosis during the hospitalization with a lumbar puncture (aka spinal tap). The ion bronchoscopy/biopsy was positive for cancer. This means the cancer had metastasized to the cns/brain. This was not known prior the ion bronchoscopy. It was felt that the newly diagnosed cancer with leptomeningeal carcinomatosis was the underlying cause of the patient¿s seizure. The ion driving physician reiterated that he does not think the post procedure complications were related to the ion bronchoscopy.

Event description:
Refer to h10/h11 for follow-up information.